Event description:
Customer states that ten days post procedure, the pt developed symptoms including abdominal pain, and an enlarged uterus. Pt required drainage of hematometra and lysis of adhesions.